Event description:
Cvs/pharmacy brand 29 gauge by 1/2 inch length 3/10 cc insulin syringes (100 individually wrapped, sterile single-use syringes with needle) were purchased from cvs pharmacy with prescription. The syringes are prescribed for use with a diabetic feline, but are not labeled for animal use only. With continued use of the syringes, several were noted to have a lighter or faded markings on the syringes for the 5 units and below. At least 2 were noted to have thick black smudged lines below the 5 unit mark obscuring the markings for the lesser units.